Manufacturer narrative:
The customer has reported no patient involvement due to the reported issue happening during setup before a procedure. The end user staff moved rooms to complete the procedure without delay.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found a patient board set failure, causing no image with olympus, model series 180 scopes. In addition, a faulty printed circuit board was found, causing discoloration and low resolution when tested with olympus, model series 190 scopes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that whenever connecting an olympus, model series 180 scope to the olympus, model cv-190, evis exera iii video system center, an image was not displayed; however, images were displayed when connecting olympus, model series 190 scopes. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image was caused by a faulty patient board set. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.